Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd (B)(6) experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: syringe barrel damaged found during patient dosing.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: syringe barrel damaged found during patient dosing..

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1811193 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. DHR showed no indication of the alleged defect. H3 other text : see h.10.